Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, necrosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast reconstruction with a mentor memorygel breast implant 650cc (l) and an unspecified mentor gel breast implant (r) and experienced bilateral capsular contracture baker grade unknown and rupture on the left side post-operatively, which was confirmed during a physical exam. The patient also reportedly underwent a bilateral fat grafting procedure, during which right side axillary fat necrosis was excised. The patient underwent removal and replacement with mentor gel breast implants (serial numbers (B)(4)) on (B)(6) 2021. This report is for the right breast prosthesis.